Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s drug infusion device. The current drug being delivered was 4,000 mcg/ml lioresal (baclofen) at 200 mcg/day. It was reported that the old drug being delivered was 4,000 mcg/ml lioresal (baclofen) at 2,000 mcg/day. The reason for use was intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump status and/or the event log report motor stall occurred, the motor stall was noted as ¿active¿ and ¿stopped pump period may exceed tube set.¿ the event date was reported as (B)(6) 2018. It was confirmed that there are no electromagnetic (emi) or magnetic sources present. Pump replacement was considered and it was reported that they would be replacing the pump on the day of the call, (B)(6) 2018. The reason for the call was to go over catheter information as well as the tube set error message. The rep stated that the hospital typically takes care of sending pumps back for analysis. There were no symptoms reported. There were no further complications reported/anticipated.